Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/8/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Two unused strands double armed outside its packaging were received for analysis. Product code sxmp2b406. During the visual inspection of the returned sample, the sutures were examined along the strands and no anomalies were observed during evaluation. Ten barbs were measured in each strands, and all barbs met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/18/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: our failure analysis lab received a wrong product with reference to this complaint, it was received: product code: sxmp2b406. Product lot #/batch: 102xxj. Tracking #: (B)(4). Received at cg labs on 9/8/2025 (vienna-austria). 1. Could you please clarify if wrong device belongs to this complaint? Device we sent with lotnumber 102xxj is the correct device for this complaint. Hospital reported an incorrect lot number. Erroneously h instead of j to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A device has been received, however it has not yet been evaluated however clarification was requested whether the product belongs to this complaint. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a mammoplasty procedure on (B)(6) 2025 and barbed suture was used. No functioning bidirectional anchors on the suture system. Anchors slightly noticeable, but no effect when the suture was used. Two packs were secured. The suture was used anyway. There were no patient outcome. Additional information was requested.